Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm, approximately 54 months ago. Aneurysm and vessel morphology at the time of implant were not reported. Currently, the proximal aorta measures 25-27 mm in diameter and is moderately tortuous. It was reported that the patient was brought in emergently due to a fall approximately four weeks ago. A CT angiogram revealed that the patient had a type iii separation endoleak between the bifurcated stent graft and a cuff. The patient was treated the same day by placing a (B)(4) endurant extension. The cause of the type iii separation may be due to the patient falling, which led to a hypertensive episode. It was also reported that on an angiogram from three months prior, there was no separation of components and there was no visible endoleak. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information received reported that patient came in with flank pain and a CT scan was done. A type iii separation endoleak was discovered. The physician stated that the aortic remodeling was likely the cause of the type iii. The patient had a 32/70 cuff placed at the disjunction point on (B)(6) 2015 and the type iii endoleak resolved.

Manufacturer narrative:
Results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (fall may have caused the stent graft components to separate). Conclusion: device failure/lack of effectiveness related to patient condition (fall may have caused the stent graft components to separate).

Manufacturer narrative:
(B)(4).